Event description:
On march 5, 2009, intuitive surgical, inc., received a user facility medwatch form from a medical center. The event details are provided below: while using scissors to dissect, it was noted somewhere on shaft of instrument that it was allowing electricity (monopolar) to escape somewhere on the instrument out of vision. Instrument had burned the aorta, no repair was needed (close call). Scissors taken out of service immediately.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .010" diameter hole in the silicone. The hole is located .160" above the silicone to sleeve interface and the silicone exhibits localized melting around the hole, indicating that an arcing event occurred. The tip cover also has various, partial mechanical tears above the hole on the inner surface of the silicone. There are also other scratches and indentations on the inner surface of the silicone, roughly 180 degrees from the hole. The site also returned the mcs instrument used in conjunction with the mcs tip cover accessory during the surgical procedure. Engineering observed a char mark on the instrument at the proximal clevis ear. With the tip cover accessory installed on the instrument, the hole position closely aligns to the char mark.